Event description:
It was reported that the pipeline was not fully detached from the capture coil during deployment and was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).